Event description:
It was reported that the pressure in a tracheostomy tube cuff had decreased. The reported event was noticed during the maintenance of the device. The tracheostomy tube had been placed in a patient and the cuff began to lose pressure 10-12 days later. The cuff was inflated on daily basis until it was finally replaced. The device had been checked prior to use, and the inner cannula cleaned using water and soap. The patient was tracheostomized and connected to a ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned for investigation. A visual inspection was conducted and found that all the components were assembled properly. An inflation deflation test was then performed. Air was applied to the cuff and it held the air. The sample was left inflated for twenty four hours, and no deflation was observed. The sample was then submerged in water and no leaks were found. The reported malfunction was not confirmed in the returned sample. The manufacturing guidelines and controls were reviewed and found effective to detect the reported malfunction. An inflation deflation test is performed on all products and any defective products are removed from the lot.